Manufacturer narrative:
Device evaluation: the device was returned for evaluation. The device testing showed a "motor rate error". Internal examination of the pump showed the main board was misaligned which had caused the error.

Event description:
It was reported the device gave a "motor drive error" alarm. No patient involved.